Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime/compromised force sensor system, excessive no delivery, and occlusion tests. The device also passed the self test and the unexpected restart error test. The unit's operating currents tested within specification range and the unit passed the off no power test. The following physical damage was noted: a cracked reservoir tube lip, cracked casing near a display window corner, and a stained end cap sticker.

Event description:
The customer reported via phone call that the very end of his insulin pump turned brown and that the edge of the dome label rubber is turning brown on the inside. The patient's blood glucose at the time of incident was within the 40 mg/dl and 60 mg/dl range. The customer called his diabetes doctor to adjust his basal delivery rates and the customer has changed them back since then. Troubleshooting was declined for the low blood glucose but initiated for the insulin pump discoloration. The customer confirmed that there was no physical damage to the insulin pump. However, the customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.